Manufacturer narrative:
Correction: d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: new information was received on 06-march-2026: the medical equipment department of the healthcare facility has stated the following: "we have likely identified the problem with the storz handpieces (27050 d). Resistance measurements showed no issues when the handpieces were first received, however, after allowing them some time to dry and during disassembly, it became apparent that moisture had penetrated the contacts, causing them to corrode. The increased resistance also explains the heat generation. It is possible that at the time the surgeon received the electric shock, the handpiece was so damp that the current was able to find another path due to the leak." In addition, a photo of a working element was provided. Also, according to available information, the products will not be returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon began the coagulation process. The neutral electrode showed a green light. After just one or two attempts, the erbe vio 300 device reported an error/malfunction at the neutral electrode, even though the electrode continued to glow green. When the surgeon restarted the coagulation process, there was a violent backlash' in which the irrigation water sprayed out of the bladder and the surgeon reported receiving an electric shock. There was a burning smell in the operating theatre. The surgeon's glove was torn and there was a clear burn mark on her thumb. She complained of feeling unwell and dizzy and left the operating theatre. The operation was interrupted and the erbe vio 300 device, the resectoscope and the power cable were immediately replaced with new' devices." According to additional information received, the procedure was completed by another surgeon without any further problems. The surgeon who received the electric shock reported that she was "monitored for several hours with two ECG checks and two heart enzyme checks without dynamics. Apart from clear secretion from the wound on the right thumb, no signs of inflammation occurred in the further course."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).